Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
While priming the circuit a small amount of priming fluid was noticed leaking from the base where it meets the inlet.

Manufacturer narrative:
Correction: date rec'd by MFR was not entered in the initial MDR. Date rec'd by MFR: 07/18/2016.

Event description:
While priming the circuit a small amount of priming fluid was noticed leaking from the base where it meets the inlet.

Manufacturer narrative:
The investigation documented in the non-conformity report has determined for this case that the reported event is not confirmed, as a result no root cause was identifiable. (B)(4).

Event description:
While priming the circuit a small amount of priming fluid was noticed leaking from the base where it meets the inlet.